Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with their general practitioner ((B)(6)) on (B)(6)2026 with an infection that developed at the infusion site while wearing the pod. The patient reported that the site was painful, swollen, felt hot and hard to the touch and there was purulent discharge. The patient also reported they experienced high blood glucose levels at this time (exact measurements not provided). The patient was treated with unspecified antibiotics. The patient has disposed of the pod.